Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer's mother reported differences between her daughter's blood glucose and sensor glucose readings. The mother also stated her daughter's insulin pump had gone into threshold suspend. The daughter's blood glucose was 130 mg/dl and her sensor glucose was 45 mg/dl. No additional information provided.